Event description:
The customer reported that their device was showing all three icons (attention, service wrench and the charge-pak symbol). The customer reported that the device would also not power on when the lid was opened. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer has advised physio-control that they replaced the charge-pak in the device and observed the device to power on; however it is unknown that the replacement charge-pak will completely resolve the reported failure. The device has not been returned to physio-control for evaluation.the cause of the reported failure could not be determined.